Event description:
It was reported that one stem failed to achieve osteointegration, revision surgery. Patient outcome revision due to loosening.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: h2, h6, h10. Event description: the journal article midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling reports on one patient where the stem failed to achieve osteointegration. Harm: s3 - harm not provided - adverse event hazardous situation: loss of fixation or non-integration of an implant. Review of received data: - journal article: midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling [1] adverse events (page 5): at last follow-up, there was no radiographic sign of aseptic loosening of the femoral stem except for 1/91 (1.1%) stem that failed to achieve osteointegration. - no medical data is available. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. - DHR review: review of the device history records could not be performed due to missing reference and lot numbers. Conclusion: the journal article midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling reports on one patient where the stem failed to achieve osteointegration. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. No corrective or preventive actions required. [1] shahin m, massé v, belzile é, bédard l, angers m, vendittoli pa. Midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling. Orthop traumatol surg res. 2022 feb 11:103242. Doi: 10.1016/j.otsr.2022.103242. Epub ahead of print. Pmid: 35158103. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.